Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Following a chemotherapy infusion from the 2nd port below the pinch clamp, a saline infusion was started. The report suggests that a leak was identified near the pinch clamp during the saline infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.